Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018. The customer blood glucose level was over 500 mg/dl at the time of incident and current value was 66 mg/dl. The customer was assisted with troubleshooting. Customer stated that they were connected to an intra venous for a day, then was used manual injections. Customer did not allege pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Drive support appeared to be normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or in reservoir also declined possible site or insulin issues. Customer understands that the insulin pump had passed the displacement test and a self-test and no longer concerned if the insulin pump had an issue. Customer declined further troubleshoot for the high blood glucose and diabetic ketoacidosis and also declined reporting past no delivery alert. The device will not be returned for analysis.